Event description:
Patient reportedly obtained a result of 229mg/dl and 221mg/dl on advantage test system 1 and results of 129 mg/dl and 121 mg/dl on advantage test system 2. All results obtained within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. It is unk which system produced accurate results.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. Per conversation with FDA/osb, report not deemed late although >30 days from become aware date.